Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that the patient had a gastrointestinal bleed (gi bleed) during impella 5.5 support. The patient had recurrent gi bleeding requiring blood transfusion. In the setting of mixed shock picture and significant gi bleeding, the patient was sedated, extubated, vasoactive drips were stopped and the impella was tapered off and stopped. As such, the patient expired.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Vascular damage : the root cause of the vascular damage gi bleed issue was not determined since product was not returned and insufficient clinical details provided. Device history review: the device passed all the post sterile inspection checks.